Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon was stuck with the non-boston scientific (bsc) guidewire. The catheter and the guidewire were removed from the patient as a single unit. The procedure was completed with a different device. There were no patient complications reported.